Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain. The patient will undergo a replacement procedure.

Manufacturer narrative:
Sc-1140 (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing pain. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional information was received that the patients pain which was located in low back and legs were pre-existing. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain. The patient will undergo a replacement procedure.